Manufacturer narrative:
Calibration data was within expected levels. Qc data showed slightly higher recovery and imprecision. A reagent issue cannot be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for a total of three patients tested with multiple assays on the cobas 6000 e 601 module. Of the three samples, one had an erroneous result for the elecsys vitamin d total gen. 2 assay. The erroneous result was not reported outside of the laboratory. The first sample initially resulted with a vitamin d value of 48.73 ng/ml. The sample was repeated using the diasorin assay, resulting with a vitamin d value of 30.6 ng/ml. The sample was then repeated again on the e 601 analyzer, resulting with a vitamin d value of 38.71 ng/ml. No adverse events were alleged to have occurred with the patient. The vitamin d reagent lot number was 32641200, with an expiration date of 31-jan-2019.